Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2018. Revision due to incorrect poly being implanted on total knee.

Manufacturer narrative:
The engineering evaluation noted in the reported revision was likely the result of human error, which led to improper device selection and implantation. Corrections made in the following section(s): brand name, common device name, MDR reporting contact name.

Event description:
Index surgery: (B)(6) 2018 . Revision due to incorrect poly being implanted on totat knee.

Manufacturer narrative:
The engineering evaluation noted in the reported revision was likely the result of human error, which led to improper device selection and implantation.

Event description:
Index surgery: (B)(6) 2018 . Revision due to incorrect poly being implanted on totat knee.